Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the reported adhesive seepage issue was identified and found to be was an epoxy resin; since epoxy resin/glue is often used in medical equipment, it was not possible to determine if it was from an olympus product or another company's product. The root cause of the issue could not be determined, however, the issue was likely the result of chemical solution damage during cleaning by hands (due to the use of high-concentration chemicals, etc., without observing the dilution conditions of the chemical solution), damage due to sterilizers such as autoclaves (sterilization conditions other than those specified in the instruction manual) and or sterilization was performed in the presence of chemical residue. The event can be detected by following the instructions for use below: ¿chapter 3 preparation and inspection¿. ¿3.1 inspection before assembly¿. ¿1. Confirm that there is no damage, deformation or cracks on the plastic parts (black) and metallic parts of the forceps/irrigation plug and that it is free of debris¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was adhesive seeping out between the parts of the forceps/irrigation plug (isolated type), and could not be disassembled. The issue was found during reprocessing and there was no procedural impact or patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; the cock part of the main unit turned yellow after checking the appearance. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.